Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that multiple issues were encountered with intraocular lenses (iols) during a surgical procedure. The first lens was damaged during delivery preparation when the inserter crushed the lens, preventing its use. A second lens was subsequently implanted; however, it required explantation due to a haptic adhering to the central optic. A third lens, intended as a replacement, could not be used because the inserter advanced to the side of the lens rather than properly engaging it. No additional patient outcomes or adverse events were reported. No further information was provided. This report is for the first lens (diu300u180, sn (B)(6)). A separate report will be submitted for the second lens (drn00v0170, sn (B)(6)).